Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint by the hospital reported that six v60 ventilators were undergoing equipment inspection. During testing, this specific unit triggered a proximal pressure line disconnect alarm when the test lung was disconnected while the circuit remained connected. The other units generated only a patient disconnect alarm under the same conditions, making this unit¿s alarm behavior unique. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed that under normal operation, the ventilator alarms only when the circuit is disconnected; however, this unit produced a different alarm. The customer requested further evaluation. A circuit swap using a circuit from another v60 ventilator was performed, but the alarm persisted, indicating that the circuit was not the cause of the issue. The asp completed an assessment of the device; however, the reported issue could not be reproduced during evaluation. No functional abnormalities were identified, and no fault was found. Based on the available evidence, the investigation concludes that no further action is required at this time. Should additional information become available, the complaint file will be reopened.